Event description:
It was reported that the system 2600 displayed a "filmer stuck" error message and the filmer could not be calibrated. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The filmer motor bearings were jammed also a shaft was found to be bent. The in house biomedical engineering staff will order and replace the filmer. No further problems are anticipated once the replacement is made.